Event description:
Patient stated the device implanted in 2011 still wasn't working as effectively as the initial device she had in 2004 but she gave it several months before she had it removed sometime in (B)(6) 2012. Patient stated she no longer has any device implanted. Patient stated she felt like having the device helped her problem. Patient stated even though the device was now removed, she felt like she wouldn't even need to use it anymore. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.